Event description:
It was reported that during a transfemoral transcatheter aortic valve replacement procedure emergent percutaneous cardiopulmonary support (pcps) was required due to embolization of the valve into the ventricle. Prior to initiation of pcps, a percutaneous femoral artery cannula was placed. Preparation for pcps and thoracotomy was initiated. The patient¿s systolic blood pressure (sbp) was 50¿s-80¿s mmhg and a heart rate (hr) of 90¿s bpm was noted. Ventricular tachycardia (vt) with hr of 180¿s bpm continued for about one minute. Gentle cardiac massage and pcps were initiated and treatment for the valve embolization continued. Due to abdominal tenseness, the small intestine was displaced to the chest. The patient¿s sbp was 10-20mmhg. Although the pcps pump speed was increased, the flow did not rise more than 1.5l/min. A bleeding source was unable to be identified. The sbp was unchanged at 10-20mmhg. Asystole, respiratory arrest, mydriasis and loss of pulse were observed and the patient was pronounced dead. The patient expired due to loss of blood secondary to iliac artery injury reportedly occurring during percutaneous femoral artery cannula placement for pcps. After death was confirmed, artery tear was observed at the border zone between the left external iliac artery and the common iliac artery. It was reported that blood was noted to leak from this site when perfusing blood with pcps. The diameter of the left distal common iliac artery was 14.6mmx10.2mm and 3/4 of the artery was calcified. The diameter of the left proximal external iliac artery was 9.8mmx10.8mm with no calcification. The customer did not comment on the tortuosity of the iliac vessel, but a still image of the vessel was provided. The vessel was tortuous. It was unknown if the physician encountered resistance during insertion, but the doctor stated the event was not related to a problem with the cannula. Due to the emergent placement of the percutaneous femoral artery cannula, radiographic imaging was not used to guide placement of the cannula. This event is applicable to the sapien xt and the novaflex+ delivery system devices.

Manufacturer narrative:
Vascular perforations and other forms of vascular injuries (i.e. Dissections, ruptures and tears) may occur during use of cannulae inserted into arteries and veins for coronary artery bypass during cardiac surgical procedures. These injuries are typically the result of excessive force used during insertion combined with challenging anatomy and are not related to a malfunction of the device. In this case, the patient¿s vascular anatomy was noted to be tortuous and the left distal common iliac artery had notable arterial calcification. The patient¿s vascular anatomy and the emergent placement of the cannula without imaging guidance were key contributing factors to the injury and subsequent expiration. There was no allegation or indication of device malfunction. This device was not returned to edwards; an evaluation of the device was unable to be performed. Manufacturing records were unable to be reviewed as the lot number was not able to be provided. The instructions for use (IFU) were assessed and found to be adequate. The IFU states: ¿to minimize potential vessel damage, a 45° insertion angle is recommended.¿ ¿use fluoroscopy and/or tee during the procedure.¿ ¿use guidewire to ensure proper cannula placement.¿ and ¿caution: ensure that the vessel used is of adequate size to allow sufficient perfusion distal to the cannula after insertion.¿ no corrective or preventive actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report numbers: 2015691-2015-01482 and 2015691-2015-01483.